Event description:
The dentist reported that zirconia abutment broke inside of the patients mouth.

Manufacturer narrative:
The zirconia abutment returned with the bundled mhlas abutment screw. The zirconia abutment was inspected and the fractured condition was confirmed. The device history record review found no non-conformances which have contributed to the device failure. It was manufactured per procedure. A definitive root cause has not been determined.